Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the imaging unit and substrate were damaged by water or moisture inside the scope, affecting the image output. The event can detected/prevented by following the instructions for use which state: "-instructions broncho videoscope olympus bf-h1100 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system -important information ¿ please read before use". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited e218 (scope communication error) occurs due to a shortcut of the circuit board unit. There was no patient involvement.